Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged downstream occlusion (dso) seal. Functional testing performed. Accuracy test was performed - test passed. Customer's problem was not duplicated. However, the damaged dso seal is considered a reportable event. The dso seal will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that there was no output from the two primed cassettes: "nothing comes out of the cassette even if the client primes it (tried on two cassettes)". There was patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: visual test was performed - found that the downstream occlusion (dso) seal was damaged.